Event description:
Boston scientific received information that during a follow up noise and an anti tachycardia response episode was noted on the right atrial lead. Pacing impedances appeared stable but a low out of range pacing impedance measurements was noted. Pocket manipulation were performed which did not reproduce the noise on the atrial lead, and insulation damage was suspected. The patient will be monitored and possible reprogramming was discussed. This right atrial lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.